Event description:
It was reported that the t:slim x2 pump battery would not charge, even after following initial troubleshooting steps with the provided equipment. There was no adverse impact to the customer's blood glucose level. The customer attempted various corrective actions, including using different wall adapters and charging cables, which did not resolve the issue. The customer switched to manual insulin therapy.